Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastrically to treat a cyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2026. The procedure went well and as expected until the last step. The axios flange was deployed and in the working channel of the scope, but when the physician pulled the scope back it pulled the stent out of place. The physician believes that the sheath was not completely off of the stent and still keeping it attached. The procedure was able to be completed by using another of the same device. There were no patient complications reported as a result of this event and fully recovered.